Manufacturer narrative:
The device has not been returned for eval. A supplemental report will be submitted if any add'l info is received. The sterilization and lot history records have been reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported a cutter problem. The doctor reported inadequate cutting action only the aspiration was working. There was no impact to the pt. After cutter was changed to a new one, the surgery was completed.